Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to implant of the right ventricular (rv) lead, it was reported that the helix of the rv lead would not deploy after multiple turns. That lead was not used and another rv lead was attempted. That rv lead encountered the same issue. A third rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.